Manufacturer narrative:
The second patient was female. Will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.7 inr/6.75 inr; 6.9 inr/10.6 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that they do not have any strips left, so no product will be returned for evaluation.